Manufacturer narrative:
The account replaced the bolt and nut in the trend linkage to repair this bed.

Event description:
The account alleged the bed would not go into trendelenburg due to a missing bolt in the trend linkage.